Event description:
Account has a bed that the bed exit does not work.

Manufacturer narrative:
Account called and said that he replaced the tape switches to resolve the issue with this bed. (B) (4) said that the problem was that the bed exit would not alarm. There were no reported injuries.